Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter reverted to the setup mode. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue began at approximately 7:00pm three days prior. As a result of not being able to obtain a blood glucose reading that evening, the patient stated that she ate less than usual for dinner and guessed how much insulin to administer. At an unspecified time that evening,the patient claimed she took 6 units of n insulin and 8 units of regular insulin at bedtime. At approximately 1:00am that next morning, the patient reported that she had an insulin reaction because her spouse attempted to wake her up when he felt that she was sweaty, and she recalls not being able to respond to his questions and her lips feeling numb. At the time of the symptoms, the patient stated that her spouse recognized her symptoms as low blood glucose and proceeded by giving her a glucose tablet, in addition to food and something to drink. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the patient. Complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.